Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the tip of the filter was a the level of l2. In addition, the inferior struts extend beyond the lumen of ivc anterior, posterior and medial and laterally but rest within soft tissues in all three planes. None of struts involve the abdominal aorta.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the tip of the filter was a the level of l2. In addition, the inferior struts extend beyond the lumen of ivc anterior, posterior and medial and laterally but rest within soft tissues in all three planes. None of struts involve the abdominal aorta.

Manufacturer narrative:
Correction: initial MDR aware date of 3/24/2019 updated/corrected to 3/24/2020.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the tip of the filter was a the level of l2. In addition, the inferior struts extend beyond the lumen of ivc anterior, posterior and medial and laterally but rest within soft tissues in all three planes. None of struts involve the abdominal aorta.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the tip of the filter was a the level of l2. In addition, the inferior struts extend beyond the lumen of ivc anterior, posterior and medial and laterally but rest within soft tissues in all three planes. None of struts involve the abdominal aorta.